Event description:
Boston scientific received information that, shortly after implant, this patient developed secondary bleeding. It was suspected the bleeding stemmed from the pectoral muscle artery as the device was implanted sub-pectorally. The decision was to drain the blood. There were no additional adverse patient effects reported, and there were no allegations against this device.

Manufacturer narrative:
This device remains in service. At this time there is no additional information. Should additional information become available this report will be updated.